Event description:
A falsely elevated ctni result of 1.42 ng/ml was obtained during a sequential sampling on a pt. This result was questioned by the physician as inconsistent with the clinical picture. The same specimen was retested on the same analyzer and a ctni result of < 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Analysis of the instrument indicated that the most likely cause for the falsely elevated result was r1 probe maintenance.